Manufacturer narrative:
The complainant reported that the tip of the screwdriver broke off inside the screw head. The driver broke when the screw was being tightened down, after it passed the locking arm. There are no known patient complications. A visual inspection was performed by the company confirming that the distal tip of the driver was broken as reported by the complainant. The broken tip of the driver was not returned of complaint assessment. The company made an inquiry to the complainant regarding the remaining piece. The complainant responded stating that the tip of the screwdriver "cold-fused" to the screw head and would not come off. The screwdriver showed signs of repeated use. A DHR review was performed and no manufacturing anomalies were identified and the device met the required specifications. The damage to the screwdriver may have been caused by over-tightening the screw in combination with fatigue of the device.

Event description:
The complainant reported that the tip of the screwdriver broke off inside the screwhead. The driver broke when the screw was being tightened down, after it passed the locking arm. There are no known patient complications.